Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter to obtain additional information, further details were received the customer indicated that there was no non-intuitive or uncontrolled motion, getting stuck on tissue, having broken, frayed, or loose cables at the wrist, or having any piece detach from the distal end. The customer indicated that there were issues with the opening/closing of the grips, as they were not opening or closing, but there were no issues with the left/right motion of the grips or the up/down motion of the wrist.